Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. Customer managed to lower high blood glucose. Customer stated the high blood glucose was caused by cannula bent within body. Customer insulin pump was reported to helpline and was advised the sets will be exchanged.